Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the alaris pump says it is disconnected. No adverse consequences to the patient were reported.

Manufacturer narrative:
Correction: it was determined that the file would be revised from reportable malfunction to non-reportable. There was no additional information provided to determine that a reportable malfunction occurred related to the event.

Event description:
It was reported that the device stated it was disconnected. Facility biomed noticed that the lens was pushed in. Biomed opened and reseated lens with epoxy. There was no report of patient involvement.